Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex hf set, a leak from the epoprostenol line on the crrt circuit was observed. The nurse clamped the line to try to tighten the connection, and they noticed that there was no loose connection, but a crack in the line. Crrt was stopped and the circuit was taken down. It was further reported "there was a small amount of blood". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 lot #: 24g0034cb. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, h6, h11. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. It was reported that epoprostenol (flolan) was used as an anticoagulant. Epoprostenol is not an anticoagulant but a drug preventing platelet aggregation. The instructions for use (IFU) of the prismaflex mentions the "anticoagulation line", so the epoprostenol should not be injected from the anticoagulant line. Products containing epoprostenol have a ph level superior to 10 and are not compatible with polyethylene terephthalate (pet) components. Simulation tests were performed during investigation and confirmed the possible incompatibility of products containing epoprostenol with the polyethylene terephthalate glycol (petg) material of the luer connector at the anticoagulation line of prismaflex sets. The IFU of the prismaflex sets states: ¿use only drugs compatible with plastic listed in the specifications section. Some plastics can be incompatible with drugs when in contact with solutions with ph > 10" and ¿preparation and administration materials containing polyethylene terephthalate (pet) or polyethylene terephthalate glycol (petg) may become damaged when used with flolan prepared with ph 12 sterile diluent for flolan and therefore must not be used¿. The most probable cause of the leak was due to use error by selecting epoprostenol a non-compatible anticoagulant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.